Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint cannula was received in new zealand and was visually inspected. Results: inspection of the cannula revealed that the tubing had become detached from the right hand side of the cannula. The tubing was intact, with no damage. Conclusion: the detachment of the tubing is most likely to have been caused by an excessive pulling force; it was observed that the tube has been properly inserted into the cannula and sufficient glue was present on the outer surface of the tube as well as the inner surface of the cannula tube joint. Each cannula is leak and occlusion tested at the production line and any that fail are discarded. In order to check the glue bond, an assembled sample is pull tested at the end of each run after allowing it to dry for at least three hours. If the sample fails the pull test, the entire batch is set aside for further investigation. Our user instructions that accompany the optiflow junior cannula state: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Patient monitoring is recommended.

Event description:
A hospital in (B)(6) reported that the tubing on the opt312 junior interface had become detached from the cannula during use. No patient consequence was reported.